Event description:
Procedure: lap sigmoid resection. According to the reporter: idrive with adapter and 2 egia60amt loading units were used. An eea28 also used for anastomosis. Sales rep present at procedure. The patient developed on 4th day after procedure a clinical relevant insufficiency. All instruments have worked correctly during procedure. Anastomosis was strainless, colon supplied with blood well, anastomosis ring completed and airtightness test was fine. At endoscopy on (B)(6) it showed that the linear clamp suture of egia60 dorsal of circular was insufficient. During procedure. No extension of surgery time and incision, no blood loss, no change of procedure, no damage or loss of tissue, no part fell into cavity, no reinforcement material used. Additional follow-up is pending.

Manufacturer narrative:
During the endoscopy on (B)(6), what is meant by clips seam row of egia staples dorsal of circular anastomosis had an insufficiency? The linear clamp suture row of egia60amt was leaky at 4th day after surgery in dorsal part. The circular clamp suture row looked completed and tight at endoscopy though. 2. Was there bleeding or a leak ? No bleeding. 3. What was done to correct this problem ? The patient had to have surgery again. The anastomosis hat to be over sutured and a protective ilea stoma was created to protect the anastomosis. The patient was stabile and discharged from hospital after easter. The stoma will be rebuild in a 3rd surgery in about 6-8 weeks.

Manufacturer narrative:
(B)(4).